Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire a 12-lead ECG on a patient because the loaner they were given does not have 12-lead ECG capabilities. There was no impact to the pt.